Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 284 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.